Event description:
It was reported the handpiece is getting too hot, even with a test tip. The customer did not have specific case information but said customer would have notified if a pt consequence and there was none.